Event description:
Customer reported that she experienced high blood glucose of 480 mg/dl. Customer wanted to check her insulin basal rates. Customer stated that she was very active and she is not anymore; doctor changed her settings two days ago. Customer got disconnected when offered to troubleshoot for high blood glucose. Customer was called back and she was stating that she was not feeling good, aching all over, her vision was blurred and she is getting pain on her neck. It was offered to call the paramedics and she declined. She was also not sure if she had treated with an insulin bolus or not. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.